Event description:
The customer reported that the system displayed a x-ray security block error message.

Manufacturer narrative:
(B) (4). The ge service rep could not duplicate the error. The logs did not show any errors that were not normal. He checked the system by booting it several times and making fluoro x-rays. He moved the x-ray arm in and out several times to simulate loading and unloading of pt. The system is operating as intended. (B) (4)